Event description:
It was reported that the user experienced a low blood glucose event while using the ilet after treating an earlier low with oral carbohydrates, which led to hyperglycemia and subsequent automated correction dosing followed by a downward glucose trend; the device provided low alerts and the lowest and highest reported readings were 68 mg/dl and 258 mg/dl. Symptoms included weakness during the hypoglycemic episode. Outcomes included resolution of the event with self-treatment and no escalation of care. Investigation included triage of the event, review of device use and alert behavior, and education on best practices for treating hypoglycemia. Investigation of this case revealed that the device alerted appropriately and that the event was associated with patient overtreatment of hypoglycemia followed by algorithmic correction, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related management of hypoglycemia and carbohydrate intake leading to glycemic variability.

Manufacturer narrative:
Initial